Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump bolus wizard was not working properly, causing the customer to go low in the middle of the night. The customer¿s blood glucose level was 220 mg/dl around the time of the call. Customer states that the bolus wizard calculates the same amount of suggested bolus at different times of the day even though the carb ratios are different. Troubleshooting did not resolve the issue. The customer was advised to enter bolus amounts manually as they await pump replacement. The insulin pump will be returned for analysis.